Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The communications board, the power supply cable, and the service disk were replaced. The software was upgraded and the voltage was adjusted. The system was tested and operates as intended.